Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the abscess. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient developed an infection at the pod¿s infusion site (leg) while wearing the pod between 49 and 71 hours. The infusion site was reported to have pain due to inflammation and purulent discharge. The patient went to a preventive check-up with their diabetologist at (B)(6) and was diagnosed with abscess. The patient was treated with the healthcare professional disinfecting and manually draining the abscess, and applying adhesive overlay. A new pod was applied at a different infusion site.